Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01394. Related manufacturer reference number: 1627487-2020-01397. It was reported the patient was experiencing ineffective stimulation and shocking sensation while moving. In turn, surgical intervention was undertaken approximately 1 year after implanting the system wherein the entire system was explanted. This addressed the issue. The exact explant date is unknown.